Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to repeated dislodgement during the implant procedure. Each time the lead was repositioned it required several number of turns to extend/retract the helix rotations eventually exceeding the recommended number of turns listed in labeling. The patient had torturous anatomy which may have contributed to the number of turns needed. After the last repositioning, the impedance measurements were greater than 3000 ohms. A lead fracture was suspected. The lead was removed and replaced without incident to the patient.